Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the drive support cap was flush. The customer reported high blood glucose level 23 mmol/l. The another blood glucose level was 18.4 mmol/l. The customer reported that the drive support cap was flush. The customer did experienced the symptoms such as vomiting and nausea. The customer treated with the insulin pen and insulin pump. The troubleshooting was performed for high blood glucose and under delivery and cosmetic damage . The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will be returned for analysis.